Event description:
Info received indicates the right head caster continues to swivel after the brake is applied.

Manufacturer narrative:
The tech after attempting a caster adjustment replaced the worn right head brake caster to repair the bed.